Manufacturer narrative:
The specimens were collected in lithium heparin tubes, and were centrifuged for 5 minutes. A system check performed on (B)(4) 2009 passed within specifications. A field service engineer (fse) was dispatched: the fse cleaned the wash wheel and verified alignments. The fse performed a diagnostic and carryover testing; all results passed per specifications. No root cause can be determined for this event to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously high troponin (accu tni) results, above the ami cut-off, on two patient samples. Upon repeat testing on a different instrument accu tni results recovered lower within a different clinical range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.